Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model # addr01 implantable pulse generator (ipg) implant date 2008-(B)(4), model # 456853 implantable pacing lead implant date 2000-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead exhibited an apparent lead fracture which resulted in loss of capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.